Event description:
It was reported the ipg suddenly lost communication with the programmer and charger. Reportedly, the pt has not had any previous problems with communication, has not had an MRI or experienced a fall. The sjm rep will meet with the pt to interrogate the system.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.